Manufacturer narrative:
The manufacturer previously reported receiving information alleging malfunction of a ventilator's screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging malfunction of a ventilator's screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device functioned as designed and operated without issue or error codes. The manufacturer previously reported information was incorrect. The information should have been: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging malfunction of a ventilator's screen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.